Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2317-70, serial/lot: (B)(4), description: infinion cx lead kit, 70cm. Model: sc-4318, serial/lot: (B)(4), description: clik x anchor sterile kit.

Event description:
It was reported that the patient had experienced an undesired shocking sensation, which was moderate in severity. Once the stimulation was turned off, the undesired shocking sensation stopped. About two months later, the patient then underwent a revision procedure to explant both of the leads and the clik anchor. New leads and a clik anchor were implanted. The physician assessed the event with a causal relationship to stimulation and not related to hardware or procedure. In addition, the physician assessed the event as resolved after the revision procedure took place.

Event description:
It was reported that the patient had experienced an undesired shocking sensation, which was moderate in severity. Once the stimulation was turned off, the undesired shocking sensation stopped. About two months later, the patient then underwent a revision procedure to explant both of the leads and the clik anchor. New leads and a clik anchor were implanted. The physician assessed the event with a causal relationship to stimulation and not related to hardware or procedure. In addition, the physician assessed the event as resolved after the revision procedure took place. Additional information was received that the devices were received and device analysis was completed.

Manufacturer narrative:
The returned leads serial number: (B)(6) were analyzed and the reported event was confirmed. Visual and x-ray inspection of the leads revealed that multiple cables were completely broken at the bent/kinked location of the leads. The bent/kinked location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the clik x anchor site fracture location. The leads got kinked after they exit the clik anchor resulting in the reported complaint. It appears that the leads were exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. The probable cause is traced to component failure. Additionally, the leads were cleanly cut into two pieces. Clean cut damage is a result of a typical explant procedure and it is not considered a failure. The returned clik x anchor kit serial number:(B)(6) was analyzed and the reported event was not confirmed. Visual inspection found that one of the clik x anchors has one torn eyelet. It could not be determined when the damage to the eyelet occurred. Therefore, a probable cause cannot be determined as no problem has been detected.